Manufacturer narrative:
Broken needle the tip of the needle broke in the tissue. Not retrieved from the patient. The device associated with this complaint, p/n 72203792, lot 20574, was visually inspected at 30x magnification for damage that could potentially cause a needle tip to break during use. Particular care was used to inspect the distal end and inner track for the needle. No damage was observed on the device. In addition to visual inspection a functional test was performed. Two needles were used to pass sutures through a simulated rotator cuff a total of 15 times each. No issues were detected during this evaluation and both needles remained intact throughout the test. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a rotator cuff repair, the tip of the needle broke in the tissue, while passing the needle through the rotator cuff. The fragment was not removed from the patient. There was a 30 minute delay in the procedure. The procedure was completed with a back up device.